Event description:
The manufacturer reviewed the programming history database and high impedance (5550 ohms on the patient's generator was identified. This high impedance later resolved that year. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. The manufacturer's device history records of the m1000 were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.